Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Device evaluated by manufacturer? Not available for return.

Event description:
It was reported that during an emergent aortic dissection procedure the stent was deployed in the left subclavian artery. The physician found the graft was broken immediately but the stent was intact. The physician used another product to repair.

Event description:
N/a

Manufacturer narrative:
Based on the details of the complaint this was an open-heart surgery with emergent aortic dissection and the 10mm x 38mm stent was deployed in the left subclavian artery. It was reported that the eptfe cover of the stent tore or was damaged when it was deployed requiring a second advanta v12 covered stent be deployed. The device was not returned for evaluation, there were no images provided of the tear in the cover from the procedure, and therefore the complaint cannot be confirmed. It is also not known how the cover tear was noticed as the cover does not show up under fluoroscopy. Dissections of the aorta are sometimes treated with large aortic endografts. Some manufacturers¿ endografts have fixation barbs to anchor the graft. If the eptfe cover were exposed to one of the fixation barbs of the endograft it is possible that the cover could have been damaged. The quality procedure requires the operator to conduct a visual inspection of the deployed stent at nominal pressure. The samples size is usually 20 units from the production lot of catheters. The test procedure requires the inspector to visually inspect the eptfe cover of the stent on the inside and outside. Per the visual aid through holes in the eptfe cover are rejected. There were no non-conformances issued during the manufacture of this product lot based on the device history record review. During the process of covering the stents with the eptfe covering material, the final inspection of the covered stent is conducted to ensure there are no defects within or on the eptfe cover. Based on the details of the complaint and thorough review of the device history records and lack of imaging from the case the complaint cannot be confirmed. There is no evidence to conclude the advanta v12 was defective. The advanta v12 has not been tested or evaluated for use in the subclavian artery. H3 other text : not available for return.